Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016 the proximal femoral nail anterior blade (pfna blade) cannot be removed from the extraction handle. It was further reported that this event occurred without direct patient involvement and that there was no patient harm. There was no report of surgical delay due to the reported event. This complaint is alleged against the extraction handle only. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the manufacturing documents were reviewed. This extraction screw was manufactured in february 2016 according to our specifications. A visual inspection was performed after the blade was removed and no damage could be detected. There were some residues visible at the upper surface that is in contact with the blade. The devices were sent back in assembled condition with some excessive stress marks at the blade. It was possible to disassemble the devices with increased force. After the assembling we found that there were some brown residues, most likely human tissue, at the inserter and the blade visible. The evaluation has shown that the devices were functional as required disassembling; the blade could be easily attached and detached from the extraction screw. Based on this finding we exclude a product related fault. However, based on the provided information we are not able to determine the cause of this occurrence, it may be that the mentioned residues did play a certain role. In general this is a left-hand thread and that turning with high force in the wrong direction during loosing can lead to a blockage of the devices. Also there is a key for pfna blade, part 356.832, which can be used to remove the blade from the extraction screw. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the scrub nurse could not unscrew the blade from the handle. The problem was resolved with a new handle and the procedure was completed.